Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. The likely root cause for the observed lens damage can be attributed to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the rigid endoscope telescope exhibited a scratch on the tip glass. There were no reports of patient involvement.